Event description:
Additional communication from the facility reveals the spider embolic protection filter is equipment with a long wire, which can be broken at a marked pretreated place. This device was broken without problems and the mounting of the taxus stent balloon was also done smoothly and without problems.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon inflation problems, a dissection and a death occurred. The target vessel was located in the non-calcified, 85% stenosed, jump saphenous vein graft (svg) to the first diagonal branch, first obtuse marginal branch and right posterior descending artery. Heparin was administered during the procedure and a 4 mm spider embolic protection filter was placed. It was reported that the spider embolic protection filter was altered in an unknown manner before placement. The lesion was not predilated and a 3.00 x 16 mm taxus express2 drug eluting stent was deployed in the target lesion to 9 atms without complications. The physician, then attempted to continue to inflate the delivery balloon to 12 atms but the balloon did not rise immediately, rather after one to two seconds, what appeared to be a new balloon was seen proximal to the delivery balloon. Pressure was brought down to zero and the delivery balloon was retracted. Total inflation time was 20 seconds and no difficulities were experienced with deflation or balloon removal. A vessel perforation was then seen approximately 1 cm proximal to the stent. The pt's blood pressure dropped to 0 mmhg and the patient became unconscious. Within 7 minutes, 700 cc of fluid was drained from around the pericardial sac and an abbott covered stent was advanced to cover the dissection. Flow was reestablished through the dissected vessel after placement of the abbot stent. The patient did not recover from this event and expired in the cath lab from pump failure and ventricular fibrillation.